Event description:
It was reported that the patient presented for lead revision due to high capture threshold. The lead would not move and the revision was not completed. The next day, the patient presented to the emergency room due to shortness of breath. A sternotomy was performed to correct the perforation and reduce the pressure in the pericardial sac. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.